Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-01. H.6. Investigation summary : eighteen sealed packaged 5ml enteral/oral syringes were received. The packages were chs med-rx labeled product not produced by bd. The 5ml syringes had tip caps attached. The packages were all labeled with different chs lot numbers. The syringes were visually evaluated for the reported defect. No foreign substance was found in the fluid path on the stopper nor in the tip. The only substance observed was small amount of medical grade silicone. The amount observed was normal and expected amount for this size syringes per product specification. No plastic molding defects were found. No defects were confirmed in the samples received. Two photos were also received and evaluated. It was not clear if the product depicted was a 5ml or a 10ml enteral/oral syringe as only portion of it was visible. One photo showed the syringe with stopper bottomed out. A small amount of silicone could be seen pressed between the stopper and bottom of the barrel, creating an appearance of the ¿greasy residue¿ as described in the complaint. The small amount observed appeared normal per product specification. One photo showed an unidentifiable yellowing in or on the tip of the syringe. It was not possible to determine what the substance was, whether it was loose or embedded, in or outside the fluid path and whether it was associated with the syringe manufacturing process. The sample in the photo was not received, therefore no further evaluation was possible. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered on stopper and tip of syringe with a bd syringe enteral 5ml bns. This occurred with 6 syringes for lot # 7096699, 194 syringes with lot# 7342973, 36 for lot# 8078508, 78 for lot# 8173543, 21 for lot# 8135838, 32 for lot# 8173544, and 37 syringes with lot# 8315838. The following information was provided by the initial reporter: (1 of 2 complaints) all syringes exhibiting a greasy (yellow) residue trapped between the end of the rubber plunger and the tip of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7031540. Medical device expiration date: 2022-01-31. Device manufacture date: 2017-01-31. Medical device lot #: 7096699. Medical device expiration date: 2022-03-31. Device manufacture date: 2017-04-06. Medical device lot #: 7342973. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-12-08. Medical device lot #: 8078508. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-03-19. Medical device lot #: 8173543. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-22. Medical device lot #: 8135838. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8173544. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-22. Medical device lot #: 8315838. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-11. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on stopper and tip of syringe with a bd syringe enteral 5ml bns. This occurred with 6 syringes for lot # 7096699, 194 syringes with lot# 7342973, 36 for lot# 8078508, 78 for lot# 8173543, 21 for lot# 8135838, 32 for lot# 8173544, and 37 syringes with lot# 8315838. The following information was provided by the initial reporter: (1 of 2 complaints) all syringes exhibiting a greasy (yellow) residue trapped between the end of the rubber plunger and the tip of the syringe.